Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported device telemetry could not be establish and there was no magnet response. It was also reported the patient was asymptomatic and being paced at 70 bpm. The status of the device is unknown. No patient complications have been reported as a result of this event.